Event description:
A bayer representative from canada reported that a pharmacist ran an a1cnow test on a customer with a result of 9.7%. Previously, the customer had a test performed on a lab system and the reading was 13%. The difference between the tests could be clinically significant. There was no allegation of an adverse event. The customer is expected to return the kit for evaluation.